Manufacturer narrative:
(B)(4). No complaint was received with the return of the device; failure event observed during analysis. Upon receipt, an alert for extended charge time was observed in the device. The device was tested on the bench and extended charge time was confirmed. The hv capacitors were sent to the manufacturing site for further evaluation and internal capacitor anomalies were found in both capacitors. The cause of the extended charge time was internal hv capacitor anomalies.

Event description:
This report is to advise of an event observed during analysis.